Event description:
Approx four months after the index procedure , underwent bypass surgery due to target limb ischemia. The pt is a (B)(6) who was enrolled in the (B)(6) study. The index procedure took place on (B)(6), 2009. The target lesion location was the mid right sfa. The lesion was de novo with moderate calcification. Access was made in the left groin. A 7fr sheath was inserted. The lesion was pre-dilated and during pre-dilation a dissection occurred. The brand of balloon is unk. The mid sfa was stented. The stent was post-dilated. After post-dilatation, there was no dissection. Approx four months after the index procedure the pt underwent revascularization of the target vessel after having symptoms of claudication due to limb ischemia.

Manufacturer narrative:
The product is not available for evlauation and testing. Additinal info will be submitted within 30 days upon receipt.